Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced erosion, extrusion, pelvic and vaginal pain, vaginal scarring, disfigurement, dyspareunia, mesh excisions, and pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.